Event description:
The customer reported that during a venous laser ablation procedure, the introducer sheath tore approx 3 cm from the tip of the sheath. The tear was noticed by the customer at the end of the procedure. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. Upon visual inspection, the complaint was confirmed. A tear was seen in the introducer sheath. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon further investigation of the returned device, a mark was noticed on the dilator returned with the sheath. This mark indicates that the two parts were assembled when the damage occurred. Merit is unable to determine the root cause of the reported failure. No conclusion can be drawn. Eval method: device history was reviewed, complaint database was reviewed. Results: unable to determine the root cause of the reported failure.